Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent periods of loss of capture led the physician to re-open the pocket on (B)(6) 2017. Under visual inspection the proximal pin was loose moving apart from the ring electrode. A new rv lead was attempted but the physician was not able to tighten the lead. At that point the physician elected to replace the generator as well. No adverse patient events were reported. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The visual inspection demonstrated damages at the leads proximal part as mentioned in the complaint description. At the is-1 connector, the modules of the inner and outer coils were found separated from each other. The inner coil was found severely deformed in this area. Therefore, the adhesive residuals on the joining surface of the inner- and outer conductor coils and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. Based on the characteristics of these findings, it is reasonable to assume that these damages occurred due to mechanical forces applied during the revision procedure. Furthermore, the silicone sealing of the connector pin was damaged which most likely occurred due to medical devices used during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. The lead tip and the fixation tines showed no peculiarity. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.